Event description:
The device was used during a gastrectomy procedure. Reportedly, the anvil disengaged into the cavity when the instrument was removed. The surgeon performed a colotomy to remove the anvil. The pt expired, after the surgery, from causes unrelated to the subject device.